Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to infection, following index surgery on (B)(6) 2021. Surgeon explanted 40/16. Humelock reversed stem and 36/+3 standard humeral cup, and then implanted a new 40/16. Humelock reversed stem, 36/+6. Standard humeral cup, and 2 corticals crews for additional fixation.